Manufacturer narrative:
(B)(4). Batch # unk. The lot/batch was not provided; therefore, the manufacturing records evaluation could not be performed.

Event description:
It was reported that during an unknown open procedure, the tip of the 0014am took fire. Another device was used to complete the case. There were no adverse consequences to the patient. No further information is available.

Manufacturer narrative:
(B)(4). Date sent: 4/19/2019. Investigation summary: 1 each 0014am was returned for evaluation. Customer description; flame/flash/fire. Charred eschar residue is visible at the electrode tip and down the insulation of the electrode. A buildup of tissue debris/eschar appears to have collected under the insulation where the tip meets the insulation also. The most likely cause of the report is this tissue/ debris/eschar build up ignited during use. The product IFU instructs the user to clean off debris from the electrode with a soft sponge to prevent buildup. The complaint is confirmed as use related. The lot was not provided; therefore, the manufacturing records could not be reviewed.